Event description:
A customer reported that a system message displayed during a vitrectomy procedure. The console was exchanged and the case was able to be completed without harm to the patient.

Manufacturer narrative:
The company representative examined the system and confirmed the customer reported system message (sm) [communications failure with the laser submodule - laser functions will be disabled]. The company representative replaced the base switch assembly and the w7 ethernet cable assembly. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).